Event description:
It was reported that while doing preventative maintenance and testing on the external pulse generator (epg), the biomedical engineer (be) found the atrial output to be out of specification. The epg will be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).